Event description:
It was reported, during an explant of the entire system, about 1.5 inches of the tip of the lead remained in the pt. The lead fragment was confirmed by x-ray and CT scan 2 weeks ago. The pt had acute pain at the lead location due to the lead fragment. Per the reporter, the physician stated in the surgical report the system was completely removed, and insisted in follow up the system was entirely removed. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction. "Unretrieved device fragments. Models 3093 and 3889 interstim tined leads," (B)(6).